Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned due to hospital policy. Additional information was requested and if it becomes available, the evaluation summary will be submitted in a supplemental report. Catalog numbers and lot codes of other devices listed in this report: cat. No.: 5560-s-212, tri cemented stem 12mmx100mm, lot code: n4l57k. Cat. No.: 5521-b-700, tri ts baseplate size 7, lot code: ayli. Cat. No.: 5512-f-702, tri ts femur sz7 right, lot code: hzhm. Cat. No.: 5566-s-013, tri press-fit stem 13x150mm, lot code: m5k03m. Cat. No.: 5540-a-702, triathlon femoral distal augment 5mm - size 7 right, lot code: xdoe. Cat. No.: 5543-a-700, tri post augment sz7 5mm, lot code: xrwu. Cat. No.: 5570-s-060, triathlon total knee system offset adapter 6m., cat. No.: 5540-a-702, triathlon femoral distal augment 5mm - size 7 right, lot code: yica. Cat. No.: 5551-g-299, triathlon asymmetric x3 patella, lot code: 6d7r. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Not returned.

Event description:
It was reported that patient fell on revised knee, knee became infected, doctor washout the knee and completed the poly swap. No unusual circumstance.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. A device history review indicated all devices accepted into final stock met specification. A complaint history review indicated there have been no other events for this lot or sterile lot. The source of the infection could not be determined as further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting. No further investigation for this event is possible at this time.

Event description:
It was reported that patient fell on revised knee, knee became infected, doctor washout the knee and completed the poly swap. No unusual circumstance.